Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an initial implant procedure, the lead exhibited high impedance. The lead was not used and replaced. The patient was stable post procedure.